Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in 2007, during drain cycle 1 . The pt's ultrafiltration reading was 675ml, indicating the home pt (hp) drained 675ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 2675ml (2000ml + 675ml). No pt injury or medical intervention was reported. Despite repeated attempts by baxter, no add'l information could be obtained regarding this event.

Manufacturer narrative:
Add'l 510k#: k923065. Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy, alarm and event log data, the eval has determined that the most probable cause for these overfills was insufficient drain/false empty detect/multiple cycles advance to fill when slow / no flow occurred above the min drain volume threshold and user error. The initial drain alarm setting was inappropriately programmed too low (last fill- 1500ml, initial drain alarm= 50 ml). The device will be routed to the service area.